Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the issue and replaced the vio integrated electrosurgical generator unit (iesu). The system was tested and verified as ready for use. As of the date of this report, the iesu has not yet been received by intuitive surgical, inc. (Isi) for evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure the site called in with a c-38 error on the erbe generator during case. Site had restarted the system and erbe with no change. The intuitive surgical, inc. (Isi) technical support engineer (tse) had site remove cables on the back of erbe and reseat the rcb cable and restart with no change. It is unknown how the procedure was completed. There was no report of injury to the patient.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The vio integrated electrosurgical generator unit (iesu) has been evaluated by the failure analysis (fa) team. Fa was able to confirm the reported complaint via system logs and reproduced the issue during in-house testing. During visual inspection, fa found the unit had no significant scratches or dents. The front bezel was in decent condition. The unit was placed on golden system and was run in normal mode and c-38/c-34 errors occurred on startup and c-34 errors occurred on mono coag activation. The probable root cause is attributed to high frequency current/voltage related electrical and fiberoptic issues on the iesu.